Event description:
It was reported that the patient was experiencing an increase in seizures, below their pre-vns baseline levels, that started in (B)(6). The nurse indicated that system diagnostics were performed and indicated that there was high impedance with an impedance value greater than 10,000ohms. No manipulation or trauma was suspected. The nurse indicated that the last time the patient was seen, in (B)(6), the diagnostics were within normal limits, however specific results were not provided. It was reported that x-rays would be performed; however it is unclear if they will be sent to the manufacturer for review. It was indicated that the patient's generator would also be disabled and that the patient would be referred for revision. The patient underwent a full revision on (B)(6) 2011. Attempts for additional information and product return are underway.

Event description:
Additional information was received indicating that the explanted products were discarded after surgery. No other information has been made available.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.